Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced seizures, left facial weakness, hemiparesis, and altered mental status. The patient was prescribed levetiracetam and dexamethasone. Subsequently, the patient died from an unknown reason not relating to the device, procedure or index study.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.